Event description:
Reportedly, after firing the clips stayed in the jaws. When the surgeon removed the jaws the clips, teared the vessel resulting in minimal blood loss. New clips were placed on the tissue to resolved the issue.

Manufacturer narrative:
.